Event description:
Patient reported that they lost consciousness, while walking up a flight of stairs. Patient was transported to the hospital, where they were treated for bleeding, and hypoglycemia. Patient indicated that they did not recall what they were doing, prior to the event. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.